Event description:
As reported: standard tavr procedure with a 29mm valve. Access was obtained in the 8mm rfa with u/s and depth determined as 6+1 with measuring device. No issues with delivering sheath noted and valve deployment went smoothly. Protamine was delivered after post valve imaging. Sheath was then exchanged over stiff 0.035" guidewire for manta sheath. Manta was deployed per IFU. After deployment, oozing was observed at groin site. Manual pressure was applied, and groin image taken showing flow defect in rfa with flow distal. An 8mm balloon was utilized to dilate rfa in that affected area multiple times with long durations. Imaging showed the flow defect was clear, but track oozing remained. The physician decided to deploy an 8mm covered stent to seal leakage. Extravasation was noted from around the stent on post imaging. Vascular surgery was consulted and determined that the covered stent was undersized and needed to be removed surgically. Additional information on 17aug2022: during the tavr procedure, a 14f sheath was used prior to tavr delivery system. Access was achieved under ultrasound and a single access stick to the mid cfa. There was no calcification or tortuosity reported. The manta was deployed at the measured depth and protamine was given pre-closure. The manta and covered stent were explanted surgically.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, an 18f manta was deployed for closure in the right common femoral artery (rcfa). A mid-common femoral artery positioned access was obtained single stick with ultrasound guidance. No issues were encountered advancing and withdrawing the sheath, or during the valve placement. The arteriotomy was 8.0mm, no calcification or tortuosity, with a depth measurement of 6.0cm + 1cm. Prior to closure protamine was administered. The manta was deployed at the measured depth, however, following deployment, oozing was present at the groin site. Pressure was applied and a post angiogram indicated an interrupted flow in the rcfa. Multiple 8mm balloon inflations were applied, a follow-up angiogram indicated flow returned, still tract oozing was present. The physician chose to deploy an 8mm covered stent to seal the oozing; although, post-imaging indicated extravasation around the stent. The vascular surgeon was called in and determined the covered stent was undersized and needed to be removed. The surgeon surgically explanted the covered stent and manta device. Due to insufficient information regarding the initial and deployment procedures, surgical cut down procedures, positioning of manta seen during surgical intervention, patient conditions or environment, and no angiograms or device return submitted for investigative purposes, the root cause of the interrupted flow remains undeterminable. Slight post-recovery bleeding (oozing) may occur due to collagen requiring time to clot to create a seal. The interrupted flow possibly could have been due to collagen within the vessel or a potential dissection. Dissections are a potential common large bore procedural complication. The extravasation around the stent seen on angio, was due to improper size selection of the covered stent. The IFU lists potential adverse events related to the deployment of vascular closure devices include ischemia of the leg or stenosis of the femoral artery; and other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention. Precautions if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to: oozing from the puncture site.